Manufacturer narrative:
The insulin pujmp was not in manufacture mode. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed low battery. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery alarms due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. No unexpected replace battery now alarms noted. The pump was received with scratched case, cracked retainer, scratched keypad overlay, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has experiencing battery issue. The customer's blood glucose was unknown. The product was returned for analysis.